Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but refered to as celect platinum filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Descripton of event according to initial reporter: "celect pt femoral approach placement in (B)(6) 2017 at another hospital due to pe.patient referred for retrieval after previous unsuccessful retrieval. Physician successfully retrieved in (B)(6) 2018. Started with forceps. Upon retrieval comparing from placement - filter moved cranially." Patient outcome: patient doing fine.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: after an unsuccessful retrieval attempt, the filter was successfully retrieved approx. 15 months after placement and "upon retrieval comparing from placement - filter moved cranially." Venogram via a right common femoral venous approach demonstrates a celect-pt filter deployed in the juxtarenal location. On this single image there appears to be extension of the left lateral secondary filter legs into the ostium of the left renal vein. This is likely due to the location where the filter was deployed, and is not related to the device. The exact anatomic location of the filter, relative to the vertebral bodies, is not possible to determine as the vertebral bodies are digitally subtracted from the image. However, based on normal anatomy, the tip of the filter would typically be at the l1/l2 level. On the presumed followup CT scan in the sagittal plane, it appears the hook of the filter terminates at the t12 level, which would suggest cranial migration by 1 vertebral body height. However, the complaint report states the filter was attempted to be retrieved, unsuccessfully, at some point. It is uncertain whether or not this sagittal image was obtained pre or post this unsuccessful retrieval. It is uncertain if this cranial migration could have been related to the attempted filter retrieval. Furthermore, several technical components including parallax imaging and the angle at which the x-ray beam is positioned, significantly change the perceived level of filter deployment on the fluoroscopic images, relative to the bony landmarks. Without additional images at the time of deployment and/or more information and specific images obtained prior to the first attempt at retrieval, there is not enough evidence on the submitted images to confirm the filter actually demonstrated any cranial migration by itself. The complaint report also goes on to state that the filter was eventually retrieved successfully, suggesting the potential described cranial migration had no significant impact in the clinical course. The extension of the secondary filter legs into the left renal vein ostium is related to the position in which the deploying physician deployed the filter and not related to a malfunction of the device. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.